Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 24-jul-2018 with the following findings: during investigation, the pump powered up with the returned battery cap. The keypad rubber was intact with no peeling or tearing. All keypad buttons were responsive to user input. The keypad was removed to find no contamination under the button contacts. The pump case was removed to find the keypad flex cable fully inserted into the keypad flex connector and connector latched. Evidence of additional moisture was found inside the pump on the component transformer. The alleged keypad tactile issue was not duplicated during investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter alleged the up arrow, down arrow, and ok buttons were under responsive. There was no indication that the product caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.